Manufacturer narrative:
Vyaire and hti, conducted an investigation and performed a test with the enflow test setup where the original issue has been observed. Controller displays "not heating", however as seen in the thermometer display, warmer is capable to warm the cartridge up to 39.2 °c.it only cannot send the temperature measurement to the controller. The warmers received in 2021 have passed functionality test with the older controller. When functional tester has been replaced with a newer one, poor connection issue was observed at hti. There is a probability of poor connection among the warmers in vyaire inventory. Poor data connection is caused by the hubbell plug inner diameter being out of nema standard specification (4.19-4.32 mm), when hubbell plug is inserted in the hubbell receptacle. This only impacts the data, not power. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the study nurse was preparing the enflow devices (warmer, cartridge, and controller) with the trained anesthetist nurse before the surgery. When the enflow warmer with the cartridge was connected to the controller, the text "not heating" was showing on the controller's screen. Despite the text, it was stated that the warmer felt warm. The study nurse replaced the warmer, and the text did not reappear again. It happened during patient use, but no harm is associated with the incident.